Manufacturer narrative:
The incident has been reported to manufacturer in 2008. Results of analysis will be developed in a follow-up report.

Event description:
The valve was implanted at 200 mmh2o for ventriculo-peritoneal shunting. The patient remained to suffer from over-drainage symptom. The valve was explanted and changed by an other one with antisiphon. The doctor has requested to check the valve.